Manufacturer narrative:
Other text: corrected data: b1, corrected data: corrected data: b1 product problem.

Manufacturer narrative:
One unit was received for evaluation; the returned unit was received in decontaminated condition without their original packaging. Visual and functional testing was performed. No damage or broken material or contamination was observed in the unit returned. It was tested for leak by introducing water in the product. A leak was observed between the tube with the adapter connection, confirming the complaint. After sample evaluation the most probable root cause for the leak condition is due to lack of adhesive applied between tube with the base tube, during the bonding assembly procedure. An awareness notification was conducted by the quality engineer to the production personnel to explain the importance of adherence in the procedure. There has been no lot number provided, therefor no device history record review could be completed.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, leakage of circulation water from the product was observed. No patient injury reported.